Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while the pump was not exposed to extreme temperatures. Customer's blood glucose (bg) level was 500 mg/dl at the highest with ketones present. Manual injections were administered, correction boluses were delivered, and supplies were changed to address bg. Reportedly, the customer had an alternate pump available for insulin therapy.